Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 81.63% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. No anomalies identified. Device had not reached recommended replacement time (rrt) voltage for 3 consecutive days to alert.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had a satisfactory lifetime but no alarm message was generated by the telecardiology to warn about its end-of-life. It was also noted interrogation of the ICD has not revealed any alert. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.